Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were eight other complaints reported against the lot. Two of the eight address internal leaks and are unrelated to the current event. The remaining six complaints address external leaks, with one complaint being confirmed to be due to an oblong adapter cap, and no samples being returned on the other five complaints. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility technical assistant reported during hemodialysis (hd) treatment, a dialyzer began to leak blood through the arterial line. The estimated blood loss was unknown. Immediately following the event, the patient able to complete treatment using a replacement dialyzer and all of the other same original fresenius product(s) as when this treatment began. It was reported there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Upon follow-up received, it was stated an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Susana stated that the unknown hd machine did not alarm with a blood leak alarm and blood leak test strips were not used. No further damage and/or defects were noted. Susana confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The dialyzer was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: b5

Event description:
A user facility technical assistant reported during hemodialysis (hd) treatment, a dialyzer began to leak blood through the arterial line. The estimated blood loss was unknown. Immediately following the event, the patient able to complete treatment using a replacement dialyzer and all of the other same original fresenius product(s) as when this treatment began. It was reported there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Upon follow-up received, it was stated an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Susana stated that the unknown hd machine did not alarm with a blood leak alarm and blood leak test strips were not used. No further damage and/or defects were noted. Susana confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The dialyzer was not available to be returned for manufacturer evaluation.

Event description:
A user facility technical assistant reported during hemodialysis (hd) treatment, a dialyzer began to leak blood through the arterial line. The estimated blood loss was unknown. Immediately following the event, the patient able to complete treatment using a replacement dialyzer and all of the other same original fresenius product(s) as when this treatment began. It was reported there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.